Event description:
It was reported that, "the pt presented as multiple dislocation. Surgeon proceeded to constrained liner (trident cemented) and morse taper 28mm head. Conversion sleeve had come off when a new 28mm c-taper head was impacted. Proceeded to morse taper. No other info per hospital protocol."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 06-2805, lot # 34447105, description: c-taper cocr lfit head 28mm/+5.